Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had audio issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin 6 trace on keypad assembly.